Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary was completely shut down and had no power, which located on 13l south. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that station completely shut down had no power. The field service engineer fse troubleshot the very large configuration and identified auxiliary 2 drawer 4.1 as the source of the powershort issue. The drawer controller and module controller printed circuit board pcbs were replaced. The system stabilized after the replacements. The system functioned as intended after the field service engineer fse resolved the issue.